Manufacturer narrative:
Retainer ring = clear customer complained about the device having a pump error 63 and pump error 15 on event date of (B)(6) 2021. Device passed selftest and displacement test. No pump error 15 alarms noted during testing. Device successfully downloaded to thus. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number (B)(4) file number (B)(4) ) on ((B)(6) 2021 18:31:20.000) due to software anomaly. Moisture damage to the pcb 1 and pcb 2 board. No pump error 63 noted during test. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6) 2021 18:42:20.000 due to broken trace u1 pin6 on keypad assembly. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. The following were found during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked retainer ring. Pump error 63 was confirmed due to cracked solder joint at u1 pin 6 on keypad assembly. Pump error 15 was confirmed due to a software anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical block and inverse critical block did not add to zero error alarm and hardware low level failure alarm. Customer was able to clear the alarms and rewind the insulin pump. Fill cannula was recorded in daily history. Customer did self test and received hardware low level failure error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.